Manufacturer narrative:
Device not marketed in the us; similar device available. The device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The device return indicated for an alleged malfunction, specifics were not provided.